Event description:
Customer reported that the css console battery test pushbutton exhibited a red led when the button was pushed, indicating a low battery level, although the computer screen indicated at 97% charge level. The pt was switched to a backup css console. There was no pt impact. This alleged failure mode poses a low risk to the pt because it did not negate the ability of the css console to perform its life-sustaining functions, and redundant system performance was not affected. Syncardia has requested that the css console be returned for eval, and the results will be reported in a supplemental MDR.